Manufacturer narrative:
Conclusion information an investigation was not possible because the product is still implanted. Regarding similar complaints where we could examine the products, we could determine that the most frequent cause for a deterioration in the function of the product are deposits caused by natural substances in the cerebrospinal fluid, e.g. Protein, blood or tissue particles. These are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve if aggregated in the valve. A final clarification of the cause what has led to the adjustment difficulties is only possible by an examination. Due to missing information (patient data, serial number, device itself), we are unable to provide a meaningful analysis. A final conclusion on the suspected malfunction is only possible with an examination.

Event description:
An adjustment to the pressure setting was required for a progav 2.0 valve (#fx441t) that is currently still implanted. According to the complainant, this was not immediately possible. A stronger magnet was used, and the pressure setting was successfully adjusted to the desired level. The physician subsequently decided to leave the valve implanted. No patient harm related to malfunction was reported or occurred.